Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The customer revealed that the result of the no audio was a result of a broken speaker wire but could not confirm the cause of the broken wire. Information has been added to database for trending purposes.